Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a lower extremity surgical procedure, when unscrewing the first screw, the screwdriver broke into two parts and the surgeon was unable to continue the surgery. The surgery has to be replanned and the pt was under anesthesia for nothing. Integra has requested additional clinical info.